Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported infusion inaccuracy which was reproduced. The device failed flow rate testing as it was found to over infuse. The cause was determined to be under traveled upstream valve and finger. The pressure plate travels were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow accuracy testing. There was no patient involvement. No additional information is available.